Event description:
It was reported that impedance was greater than 200 ohms during defibrillation threshold testing on hvb. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that impedance was greater than 200 ohms during defibrillation threshold testing on hvb. The lead was capped. No patient complications have been reported as a result of this event. The device was returned after failing to deliver a shock during attempted implant and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: testing confirms that the device charges, but does not deliver a high voltage therapy. High current leakage was observed during analysis with the root cause due to an integrated circuit (ic). The ic bond pads were damaged during repackaging therefore the source of the leakage could not be identified.